Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
D2b.device product code corrected to qhj.

Manufacturer narrative:
The sensor was not returned to senseonics by the time of complain closure. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction.